Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 19,042 joules during a prostate procedure. The procedure was completed with another fiber. There was no pt injury as a result of this event. It was reported that the procedure had been initiated with a different fiber, which was also reported (reference MFR report number 2937094-2011-01004).

Manufacturer narrative:
Fiber (B)(4) was not discussed in the initial report for this procedure, however, the customer included the fiber in the product return with the fiber reported in MFR report number 2937094-2011-01004. The warranty form included with the fiber returns indicated that fiber (B)(4) had forward fired and was the second of three fibers used in the procedure. Fiber (B)(4) was subsequently analyzed. Failure analysis disclosed that the fiber cap was intact and attached, although drilled through. (B)(4). The fiber/cap condition would result in forward-firing of the side-firing fiber. The customer's complaint was confirmed. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber and accelerating cap wear. The product labeling states that tissue contact or tissue probing may cause fiber damage or breakage.